Event description:
A voluntary medwatch report was received from the user facility reporting the following incident: a male, developed an infection post left frontotemporal craniotomy with resection of cancerous tumor. Dura seal was used with duragen. The risk management representative reported the patient recovered from infection and is doing well.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.